Event description:
A facility reported that when the mayfield composite series skull clamp (a3059) was secured and locked to the patient's head, it still moves and rocks back and forth. There was no patient injury and surgical delay is unknown.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit showed there was lateral movement in the lock while in the locked position. Additionally, the unit has no service record since 2017. To resolve the issue, the disk ratchet, retaining ring, screw, nut, washer and wave spring will be replaced, and general maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit. The unit received had lateral movement in the lock while in the locked position, and the unit has not been serviced since 2017. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.